Event description:
A karl storz resectoscope set was allegedly used during an endometrial ablation procedure. According to the doctor, there was no evidence during the procedure that arcing occurred, however, the pt was found to have received burns to the posterior vaginal wall, about 2cm x 3cm or 4cm. The burn appeared to be mucosally deep and subsequent followup confirmed this.